Event description:
It was reported the programmer will not boot up. Serious programmer problem message displayed with an error code. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer booted to a system error; hard drive reconfigured and software reloaded and updated to resolve issue. Analysis also found the system fan was noisy. Not able to plug into the top usb (universal serial bus) port; usb grounding clip re-aligned to resolve. (B)(4).